Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence due to atrophy of urethral tissue underneath cuff. The device is unrelated to the incontinence, and the patient has a history of radiation therapy. A surgical procedure was performed during which the existing aus was removed and replaced with a new one. No patient complications were reported.